Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials and weight not available for reporting. Patient reported as (B)(6); exact age unknown. Additional product code: hwc. (B)(4). Device broke intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 25 july 2014. Expiry date: 01 july 2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. [Non-sterile part]: manufactured in (B)(4) and there were no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery of left humeral diaphyseal fracture, the surgeon was inserting a cortex screw as a lag screw and the screw broke about 1mm under the screw head. The surgeon attempted to remove the shaft of the screw which remained in the patient's bone by using an extraction bolt after he reamed around the screw using a hollow reamer. The cortex screw broke again, at the shaft. The extraction bolt that the surgeon was using pushed the screw in further, so the surgeon reamed with a hollow reamer until the edge of the screw was able to be removed. The surgery was completed successfully with 60 minutes delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the shaft was not returned and the thread section cannot be measured due to damage. The provided visual inspection showed that the head section and the recess are in a slightly used condition. The device was found to be within tolerance. The screw was manufactured in april, 2014 according to print specifications. No manufacturing related failures were found. An overloading situation via insertion must have taken place, which led to the screw breakage. Please do work carefully and according to surgical guide. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing related failure was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.